Event description:
During product evaluation, the pump's main batteries were found to be defective. It is unk when this occurred or if there was any pt injury or medical intervention necessary. No additional info is available.